Manufacturer narrative:
Other, other text: h10 device evaluation: one level 1 hotline disposable was returned for investigation in used condition. The unit was visually inspected at 12 to 16 inches under normal conditions of illumination. Visual inspection confirmed the reported product problem (level 1 hotline disposable not bonded to the connector). Functional testing revealed leakage. These problems were attributed to a manufacturing issue. This was established as the root cause.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the conduit tube of the level 1 hotline disposable was not bonded to the connector. This product problem was observed during use. The product fault did not cause or contribute to any patient injury.